Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the replacement of the control printed circuit board solved the issue. Technical error code indicating an error in the internal memory is common after a software installation. Restart the system and check that no technical alarms are activated. If error code remains, this indicates a hardware error. Control printed circuit board contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. The claimed part was not provided for further analysis. Our conclusion is that the replaced part was the cause of the failure.

Event description:
It was claimed that the ventilator generated a technical error code indicating an error in the internal memory. There was no patient harm. Manufacturer's ref. #: (B)(4).